Event description:
Additional information was received from a healthcare provider. It was reported that the patient¿s ins helped their dystonia symptoms but their myoclonus got worse.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), reporting that the patient's dystonia has improved and that the cause of the reported no therapeutic effect and the patient feeling worse was clinic syndrome, and not device related. The healthcare provider reported that the issues of no therapeutic effect and the patient feeling worse have been resolved. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: product ID 37601 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: product type implantable neurostimulator.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for dystonia movement disorders. It was reported that the patient was implanted with their second ins and afterwards they no longer had therapeutic effect. The patient¿s symptoms have gotten worse. The patient would show some progress but then it would get really bad. The patient¿s healthcare provider suggested that the patient turn their ins off before their last appointment so it would be easier to see how the patient is doing. The patient never turned their device back on afterwards, and has now become overdischarged. The patient¿s therapy has been off for about 8 months for which the patient has been spastic. A poor communication screen was seen. The patient was unaware that they needed to charge their ins while it was off. The patient is going to attend a ¿dbs failure clinic¿ and wants the device back on. A manufacturing representative was going to meet with the patient to pull the ins out of overdischarge, and stated that an attempt was made the week prior but the patient was unable to do so.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp), reporting that the patient's overdischarged battery has been resolved. No further patient complications have been reported as a result of this event.